Event description:
The pt was implanted with two scs leads from the same lot number. It was reported the pt was not receiving effective stimulation coverage of her pain areas. The pt stated she feels stimulation in her abdomen instead. The pt's neurosurgeon has decided to explant the pt's scs system and pursue other treatments. Follow-up identified the pt's entire scs system was removed on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.